Event description:
Dealer stated that the right motor allegedly froze after customer was driving along and allegedly heard something that sounded like a rock hitting the chair. (B)(4). No injury alleged.

Event description:
Dealer stated that the right motor allegedly froze after customer was driving along and allegedly heard something that sounded like a rock hitting the chair. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, (B)(4) is approximately 1 year old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Chair allegedly will not move in freewheel or drive. Right motor is being replaced under warranty.

Manufacturer narrative:
Initial (B)(4) issued mfg report #1525712-2012-00326. The device was about 4 months old at the time of the complaint. Customer alleged right motor froze after customer was driving along and heard something that sounded like a rock hitting the chair. Product was returned a full evaluation was conducted on the unit. The findings were: visual: motor gearbox output shaft had evidence of corrosion. Functional: ohms readings on the motors' windings; specification is .5 - 5, the reading was .6. Ohms readings on the motors' break coil; specification is 40 - 80 ohms. The reading was 45.6. Motor connected to a known good joystick, joystick cable, controller, motor and batteries. Motor gearbox shaft would not rotate. Removed motors' brake, motor operated without failure. Motor brake engagement lever used to select between drive and free wheel mode was operated ten times. Brake electronically operated without failure but brake would not allow the motor to function. Warning in manual 1141450 pg 8: wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. No RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Chair allegedly will not move in freewheel or drive. Right motor is being replaced under warranty.